Event description:
It was reported that during a routine device changeout procedure, noise was observed on the atrial lead. The lead was explanted and replaced during the scheduled procedure. The patient was noted to be stable post the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis found that a partial lead was returned in three pieces. An external abrasion which breached the outer insulation abrasion was observed at 7.3 cm to 7.4 cm from the connector pin. The abrasion was consistent with exposure to constant friction with another implantable device. This likely contributed to the reported noise.